Event description:
The user facility in france reported that the system shutdown during retina surgery. There was no impact to the patient and no medical intervention. The surgery was delay by approximately 5 minutes, after the 5 minutes, the machine was turned back on and the surgery continued.

Manufacturer narrative:
The device has not been returned. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The investigation is ongoing.

Manufacturer narrative:
The device was returned and evaluated. The reported complaint was not reproducible. The 24 v output voltage is stable. The root cause is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was required. The investigation is complete.